Manufacturer narrative:
Product not returned for evaluation. Alleged issue was addressed with the technical support team assigned to the customer¿s location. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.